Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 4.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage. Proximal struts 1 and 2 were lifted and bent back distally. The remainder of the stent was undamaged. The crimped stent outer diameter of the undamaged section was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 26-apr-2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After predilation was performed with a 2.5x15 balloon catheter, a 4.00x20mm synergy¿ drug-eluting stent was advanced but device was unable to cross the lesion. The procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.